Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.75 x 16 synergy ii drug eluting stent was advanced to treat the lesion. However before deployment, the stent came off the balloon and the proximal end accordioned inside the body. The physician was able to deliver a small size balloon and inflated the stent, and also placed a non-compliant balloon to dilate the stent once. A promus stent was then deployed over the synergy stent. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Stent delivery system (sds) was returned for analysis. The stent had detached from the delivery system and was not returned for analysis. The tip was visually and microscopically examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. It appeared as if positive pressure was applied and a vacuum pulled as balloon wings were out of their folded position. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.75 x 16 synergy ii drug eluting stent was advanced to treat the lesion. However before deployment, the stent came off the balloon and the proximal end accordioned inside the body. The physician was able to deliver a small size balloon and inflated the stent, and also placed a non-compliant balloon to dilate the stent once. A promus stent was then deployed over the synergy stent. No further patient complications were reported and the patient's status was fine.